Event description:
The customer was hospitalized for high bgs. The customer was connected to the pump again the following day of their admission and bgs went back to normal. Bgs were high for couple weeks. A replacement pump was requested.